Event description:
It was reported that the right ventricular lead exhibited over sensing noise. It was noted that the measured artifact amplitude was too large to reprogram around and need to be removed. The lead was explanted and replaced. The patient was in stable condition.